Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation of the trilogy evo device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error code for the machine flow railed high in the device¿s event log. The service technician replaced the device¿s machine flow sensor to address this issue.